Event description:
It was reported that the catheter was fractured. The pt did not experience any symptoms related to the event. The fellow cut the catheter while closing. The cut was repaired with a new segment of catheter and the connector was replaced. There was no injury to the pt. The pump contained morphine at the time of the event.

Manufacturer narrative:
Results refers to the catheter.